Manufacturer narrative:
Manufacturing review: a complaint history review was performed. This is the second complaint reported for this lot number and the lot met all release criteria. A device history record review is required. Investigation summary: one cath-lock was returned for evaluation. Visual and microscopic visual evaluation were performed on the returned device. A black mark was noted on the outside of the cath-lock. No remarkable defects were observed on the cath-lock, therefore investigation is unconfirmed for the reported cathlock fracture. Based on the measurements recorded during sample evaluation and applicable drawings, no measurements recorded could be confirmed to be out of tolerance. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. The catalog number identified has not been cleared in the us but is similar to the powerport isp m.r.I. Implantable port, chronoflex single-lumen, 6f that are cleared in the us. The pro code and 510 k number for the powerport isp m.r.I. Implantable port, chronoflex single-lumen, 6f are identified. (Expiry date: 03/2021).

Event description:
It was reported that during a port placement, a flushing connector was allegedly found damaged. It was further reported that another connector was used to complete the procedure. There was no reported patient injury.